Manufacturer narrative:
Additional narrative: patient ID is unknown. Date of event is unknown date between (B)(6) 2018 and (B)(6) 2018. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient underwent a procedure for a closed fracture of the tibia¿s diaphysis by a reduction and an osteosynthesis with tibial and fibular plates on (B)(6) 2018. Removal of the osteosynthesis material and placement of an external fixation were necessary due to scar flow. Patient was returned to surgery on (B)(6) 2018 for hardware removal. To remove the plates, surgeon cut the plates because two (2) screws had defective thread. Surgery was completed with a delay of approximately 2 hours. Patient status reported as stable. Patient is being treated with antibiotherapy for an osteoarticular infection. The defective screws are addressed in (B)(4). Patient infection is addressed in related complaints (B)(4). This report is for a 3.5mm titanium (ti) cortex screw self-tapping 26mm. This is report 9 of 11 for (B)(4).